Manufacturer narrative:
E1: Patient city: (b)(6).Patient Country: United Kingdom. Name, Medtronic Minimed.(b)(6). Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.

Event description:
It was reported that the patient faced infusion set fell off in hot weather, event on (b)(6) 2026.